Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was hospitalized and this was unrelated to the device/therapy. The hcp reported that while the patient was in the hospital , no one charged their device, further reporting the patient's device was dead/turned off. The hcp wanted the manufacturer's representative (rep) who had jump started the patient's device. The hcp did not know anything about the power on reset (por), further stating that they did not see a por while charging the patient's device. Patient to follow up with managing physician. It was reviewed for the caller to fully charge the ins. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicating the ins being dead was resolved by jumpstarting the device. Patient further stated that this had been turned off over six weeks due to a stroke and the patient not being able to identify the difference between the stroke and the device being turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.